Event description:
It was reported that a malfunction occurred with a pump and no notable events took place before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it could not be reset. The customer was informed to use a backup insulin pump and instructed on how to put the pump into storage mode before returning it. They were also advised to return the problematic pump within 10 days and were sent a replacement with instructions to program settings and connect their cgm to the new pump.